Event description:
This incident was reported by the optician (contact lens prescribing and/or retail location) to the manufacturer. It was reported that the patient was treated at (B)(6) ophthalmology and diagnosed with a corneal ulcer of unspecified location or severity and treated with unspecified medication(s). Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
(H3): no device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.